Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced failed battery test and damage on the insulin pump. The customer's blood glucose value was 180+ mg/dl. The customer reported multiple cracks on the reservoir compartment. The customer reported a chip missing from the battery compartment. The product was returned for analysis.